Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the sales rep (chris bartholomew) called in today to provide the event date and alert date. This information has been updated in the file. Alert date = (B)(4) 2014. Event date = (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracic surgery procedure, the scrub nurse reported it appeared cartridge was loaded correctly, device was handed to surgeon, device was placed on tissue, surgeon started to fire device, and then device stopped. The surgeon had difficulty opening device. He used the reverse button and eventually the device opened. The device did not fire, the back of the cartridge seemed loose, and cartridge fell into patient. Cartridge was retrieved and in one piece. The case was completed with another device of the same product code. There were no patient consequences reported.